Event description:
It was reported that a clearlink system solution set leaked from the bottom its filter, where the tubing connected. This was occurred during infusion of a chemotherapeutic using an infusion pump and was noticed as the patient was returning from the restroom. The set was then replaced and the patient completed their therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.